Event description:
Product analysis on the explanted generator was completed and approved on (B)(6) 2012. The results showed that the failure to program event reported by the physician was duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion. The pulse generator module performed according to functional specifications, and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, it was reported that this patient underwent generator explant (no replacement) due to the patient no longer wanting the device. Follow up with the physician's office revealed that the patient was last seen on (B)(6) 2012. At this appointment, the physician was unable to interrogate the patient's device. No troubleshooting was performed; however, four attempts were made to communicate with the generator. The physician referred the patient to a surgeon for replacement; however, the patient's mother did not want the device replaced. The reason for not wanting a replacement was not provided. A battery life calculation was performed with negative results to eri = yes. The explanted generator was returned and is currently undergoing product analysis.

Event description:
Follow up with a nurse at the physician's office was performed on (B)(6) 2012. The nurse reported that the device was "not functioning" and restated that the device could not be interrogated after trying four times. The nurse clarified that the device "not functioning" statement was made because the device could not be interrogated. When asked if the failure to interrogate was due to the device being at end of service, the nurse stated that the reason for the failure to interrogate was unknown.